Event description:
Caller reports patient tested 2.9 inr on the coaguchek xs system and 2.2 inr on a comparison lab. No treatment based on device results. No adverse event reported. Requested return of suspect system and replacement sent.